Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Charger damaged...stopped working; oral b toothbrush [device physical property issue]. Charger was black...looked like it burnt; oral b toothbrush [device catching fire]. Case narrative: consumer on social media posted that the charger stopped working and it was black in a couple of places, so it looked like it was burnt. No injury was reported.